Manufacturer narrative:
The manufacturer previously reported required intervention to prevent permanent impairment/damage in outcomes attributed to adverse event, which was marked incorrectly as this is product problem only as mentioned in adverse event or product problem in previous report . Type of report incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. Report source incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report.

Manufacturer narrative:
On initial report the manufacturer previously mentioned in date of event and date rec¿d by MFR the incorrect date of (B)(6) 2021 the correct date should have been entered as (B)(6) 2015.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.